Event description:
It was reported that pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. At this time, it was noted that the patient had a large pericardial effusion with cardiac tamponade. The patient was given 100mg of protamine and the physician performed a pericardiocentesis draining 1400cc of blood from the patient. The patient was brought to surgery when it was noted that there was a thrombus in the pericardial space. A blood transfusion was required. During surgery the thrombus was removed, and the effusion was treated. The patient was sent to the intensive care unit to be monitored. Four days post procedure the patient went into cardiac arrest and the patient died.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. At this time, it was noted that the patient had a large pericardial effusion with cardiac tamponade. The patient was given 100mg of protamine and the physician performed a pericardiocentesis draining 1400cc of blood from the patient. The patient was brought to surgery when it was noted that there was a thrombus in the pericardial space. A blood transfusion was required. During surgery the thrombus was removed, and the effusion was treated. The patient was sent to the intensive care unit to be monitored. Four days post procedure the patient went into cardiac arrest and the patient died.